Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 1 year, 10 months. The device was returned for analysis. Evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had been experiencing elevated lactate dehydrogenase levels, hematuria, and pump power values greater than 12 watts with unspecified alarms. The patient underwent a pump exchange on (B)(6) 2015. The surgeon reportedly observed pump thrombosis at the time of the exchange. No additional information was provided.

Manufacturer narrative:
The explanted device was returned for evaluation. Thrombus was confirmed through the evaluation of the returned lvad pump. The pump was returned assembled with the driveline cut approximately 12.5¿ from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. The examination of the pump upon disassembly revealed a hard, denatured deposition within the proximal side of the outflow elbow. A similar deposition was found surrounding the outlet stator bearing ball that extended to the distal side of the pump's outlet. These depositions appeared to have pulled apart during the pump disassembly process. Their lack of concentric layering indicates that these depositions did not initially form where they were observed. Although the origin of these depositions could not be determined, their areas of denaturation, as well as the contact marks found at the distal end of the rotor suggest that they were present while the pump was in operation supporting the patient. Although a root cause for the development of these depositions could not conclusively be determined through this evaluation, they could have contributed to the patient¿s elevated lactate dehydrogenase, hematuria, and power changes. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.